Event description:
It was reported that patient experienced hypoglycemia and treated with glucose drip on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. E1: patient city: (B)(6). Patient country: united kingdom. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Complaint investigation results: review of complaint record data base 2247560 event description and all available information and assigned malfunction codes no malfunction based on complaint information it has been determined the complaint does not allege a product malfunction has occurred. Requests for lot specific information were sent to the customer but were unable to be provided. Therefore, no further investigation is required. Conclusion of complaint investigation: lot was not provided and as a result: no visual inspection is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No product testing is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor corrective and preventive action plan is needed. The record will be closed and monitored through tracking and trending working instruction (monthly trips and alerts). Root cause of problem: this complaint did not require escalation to corrective and preventive action, therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: this complaint did not require escalation to corrective and preventive action, therefore no CAPA plan is available. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.